Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the machine was restarting. Review of system log file identified the equipment has been operated without a firewall. Upon troubleshooting, it was found that the internet cable was connected to the system without firewall. The fse connected the internet with firewall. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system was restarting. The device was not in clinical use. No harm has been reported to philips. Philips has started an investigation of the complaint.